Event description:
It was reported that noise was seen on the electrogram. Fluoroscopy revealed externalization of the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.